Event description:
It was reported that a piece of fibrous material was found in the femoral component packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.